Event description:
It was reported that the device clip did not close properly and fell off the artery and bile duct during a lap cholecystectomy. Another device was used to complete the case. There was no adverse consequence for the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.